Event description:
It was reported that twenty seven (27) non-vented high-volume inlets had particulate inside the packaging. This was observed during inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured in august 2025. H11: twenty-seven (27) unused devices were received for evaluation. Visual inspection of the returned sample showed particulate matter was observed at the connector or tubing either inside the fluid path or outside the tubing. The reported issue was verified on the returned samples. The cause of the issue was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.